Manufacturer narrative:
Product event summary: analysis did not confirm the reported event, overheating could not be confirmed. There were errors noted in the update history, the paper tray was damaged, the keyboard hinges were broken and the touchscreen needed to be replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying an overheat message, the printer was not working and the screen was found broken. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.